Event description:
Huber needle from port kit lot number redx1729 was being used to flush the port during port insertion procedure. During flushing, huber needle broke off inside of port while in the pt. Needle was removed from port and pt without injury or issue. FDA safety report ID# (B)(4).